Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log. Fse reproduced the problem by attempting a qc run. Fse resolved the issue by correcting the cup transfer alignment. Fse validated the analyzer by running qc; results were without errors and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [4153] c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to mis-aligned cup transfer.

Event description:
A customer reported getting error message "4153 cup trans-z home overrun" on the aia-900 instrument. The customer also reported getting some grinding sound from behind the top cover prior to the occurrence of error 4153. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.